Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a revision in (B)(6) 2012. Revision was due to leads poking out through the skin. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# v967496, implanted: 2012 (B)(6); product type lead product ID 3093-28 lot# v967496, implanted: 2012 (B)(6); product type lead. (B)(4).